Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced facial nerve stimulation (fns). It is believed facial nerve stimulation (fns) occurred with device use due to electrode migration and recipient anatomy. It is believed facial nerve stimulation (fns) has ceased with device non-use. The recipient reportedly elected to become a non-user of the device. The recipient will reportedly not pursue revision surgery at this time. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. Imaging revealed the electrode migrated into the vestibule. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.